Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the probe was not visible on the radio and was not radiopaque while the technical data sheet mentions radiopacity. The positioning of the probe is therefore not verifiable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.